Event description:
It was reported that insulin squirted out during the manual prime. Customer's blood glucose was 180mg/dl. Troubleshooting was performed but the call got disconnected. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed primed during basic occlusion test and was unable to prime during prime test due to loose/protruded drive support disk. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit or failed battery test alarms noted. The insulin pump had missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.